Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study on the day of the procedure, a type ia endoleak occurred which led to the patient's death. On (B)(6) 2020, the patient was routinely treated for fusiform aortic aneurysm with placement of a zta-pt-42-38-225 and 3 non-cook stents. No modifications were reported to the ztas, however with 3 stents placed and landing zone beginning at zone 2. A left carotid-subclavian bypass had been previously performed. Procedure angiography revealed patent study devices, no endoleak, and no device issue. On the same day as the procedure, the patient experienced a type ia proximal endoleak. The adverse event form indicates this was treated with antibiotics, reintubation, ventilation, and tracheostomy. The exit form indicates an endovascular procedure was also completed.the site assessed the event as not related to the study device or procedure, related to the treated aortic disease. The event led to the patient¿s death. Patient outcome: on (B)(6) 2020, 7 days post-procedure, the patient died. Description of circumstances surrounding the death is noted as ¿multiply complicated postoeratively with a persistent endoleak, despite an endovasular reintervention." This clinical review nurse cannot rule out device and/or procedural relationship to endoleak or death.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event incident is no longer considered reportable as the incident is assessed to be a side effect to the procedure and nothing indicates device failure, malfunction, improper or inadequate design, manufacture, labeling, or user error. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2020, the patient was routinely treated for fusiform aortic aneurysm with placement of a zta-pt-42-38-225 and 3 non-cook stents. Location was zone 2: left common carotid (lcc) to left subclavian artery (lsa) to above celiac. No modifications were reported to the zta. A left carotid-subclavian bypass had been previously performed (date unknown). Procedure angiography revealed patent study devices, no endoleak, and no device issue. On the same day as the procedure, the patient experienced a type ia proximal endoleak, despite it not being noted on the procedure imaging. This was treated with antibiotics (in relation to this, additional information was received clarifying that cultures were negative, antibiotics were stopped and no confirmed bacterial infection contributed to death), reintubation, ventilation, and tracheostomy. The patient had other vascular conditions besides the thoracic aortic aneurysm: venous or arterial thrombosis, false aneurysm of the right humeral artery, peripheral vascular disease (no prior treatment). The site assessed the event as not related to the study device or procedure but related to the treated aortic disease. It was elaborated that the endoleak did not lead to an aneurysm rupture, however it is reported that the event led to the patient¿s death. Death has been reported caused by multiple complications postoperatively with a persistent endoleak, despite an endovasular reintervention. A clinical assessment (dated (B)(6) 2025) by a medical advisor was made for (B)(4) based on a single complaint report generated on (B)(6) 2024 and the completed casebook generated (B)(6) 2025. Medical adviser states: "¿ this patient died a week after a tevar (meaning thoracic endovascular aortic repair) procedure for a fusiform aortic aneurysm, with a persistent type 1a endoleak as well as other undefined ¿multiple complications¿. It is not possible to reach a definitive conclusion in this case, but endoleaks combined with other complications leading to death are well known adverse events which are described in various clinical documents such as cers (meaning clinical evaluation report), and ifus (meaning instructions for use)". Based on the limited information provided, it is not possible to establish an exact cause for the endoleak and how it contributed to the patient's death. Since the endoleak was reported not related to the study device nor procedure but related to the treated aortic disease and the patient had other vascular conditions, the endoleak is considered to be a side-effect inherent to patient medical condition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.